Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed motor error multiple times and the insulin pump would freeze after the alarm. Customer stated that they are a physician and work near strong magnetic fields. Customer also stated that the extension from the reservoir did not puncture in order to work properly. Troubleshooting was not performed as the issues were a past event and the customer did not have time. No further information reported.